Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that there was no sound from the speakers. The device was in use on a patient. There was no report of patient or user harm.

Event description:
The customer reported that there was no sound from the speakers. The philips technical consultant (tc) confirmed the event. The tc noted that it was most likely caused by someonethat disconnected and reconnected the display port cable of a display. This causes the system to switch audio output from loudspeaker to display. The tc could not confirm who or how it happened. The tc corrected the configuration. The device remained on site. The device was in use on a patient. There was no report of patient or user harm.